Event description:
The below patient (weight unknown) had his entire pacemaker system extracted on (B)(6) 2024. I was told the patient had an infection; the source of the infection is unknown (the doctor didn¿t know either). The patient was stable before, during, and after the procedure. Ref report: mw5153851. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).